Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the biomedical that a device exchange took place due to a driveline infection that could not be cleared. The patient had very high pras and was not interested in a transplant at this time. The lvad was successfully exchanged for another lvad.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it will not be returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.